Event description:
It was reported that t1 and t2 deploy together. All the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. No root cause related to the manufacturing process can be established.